Event description:
It was reported that during a percutaneous coronary intervention, stent damage was noted. The 99% stenosed target lesion was located in the severely calcified and severely tortuous atrioventricular branch of the right coronary artery. After plain old balloon angioplasty (poba) was performed, a 2.25x20mm promus element drug eluting stent was attempted to deploy but failed to advance through the lesion. They tried to push hard but it was not resolved. The stent delivery system was removed intact and noted the stent to be "lifted". The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage was noted. The 99% stenosed target lesion was located in the severely calcified and severely tortuous atrioventricular branch of the right coronary artery. After plain old balloon angioplasty (poba) was performed, a 2.25x20mm promus element drug eluting stent was attempted to deploy but failed to advance through the lesion. They tried to push hard but it was not resolved. The stent delivery system was removed intact and noted the stent to be "lifted". The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device returned to MFR.: a visual and microscopic examination identified distal stent damage. The struts on the first two rows on the distal end of the stent were raised and pushed back proximally over the body of the stent. A visual and microscopic examination of the device revealed the hypotube of the device was kinked at 210mm and 390mm to the catheter's strain relief. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).